Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was kinked in multiple locations along the hypotube. The coil was intact with the pusher assembly. The introducer sheath was ovalized, and kinked approximately 10.0 cm from the distal tip. Conclusion: evaluation of the returned device revealed that the introducer sheath was ovalized and kinked. This type of damage typically occurs due to improper handling during preparation for use. If the introducer sheath of the pc400 is manipulated with force at extreme angles, this type of damage may occur. The observed kink likely caused the resistance experienced when attempting to advance the pc400 out of the introducer sheath. The observed kinks on the pusher assembly were likely incidental, and may have occurred due to improper handling of the device against resistance. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician successfully deployed and detached two pc400 coils into the aneurysm. While preparing a new pc400 coil for the procedure, the hospital staff found that the coil was unable to advance out of its introducer sheath. Therefore, the pc400 coil was not used for the procedure and did not enter the patient's body. The physician completed the procedure using new pc400 coils.